Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A da board was return for analysis. An investigation was performed, the data acquisition (da) pcba was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician determined that the measured value for the pressure check was out of the allowable range. There was no patient involvement.